Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that patient is a 76-year-old male booked for a transurethral resection of bladder tumor with cysview (turbt). The surgical team was using the bipolar resection element with loop for tumor resection. They were unable to get it to work and then tried a new cord and loop. After getting these things, the loop appeared to be working for a short time. The loop then stopped working. The element was brought outside of the patient. As the surgical resident was pushing on the foot pedal the team heard a loud "pop", sparks then flew, and smoke was immediately smelled. The resident's surgical gloves then got soot on them, and he was electrically shocked - but no burns and no injuries occurred. This incident occurred outside the patient next to his penis. The team then finished the case with the olympus tower and instruments with a delay of about 15 minutes. Cross reference complaint ID (B)(4).